Manufacturer narrative:
Awaiting return of prod to conduct quality investigation.

Event description:
Emt were called for unk reason. Consumer stated rec'd an 85 with bd meter. Consumer stated rec'd a 36 with emt meter.